Event description:
It was reported that a patient underwent a laparoscopic right hemicolectomy on (B)(6) 2011 and a drain was placed. On (B)(6) 2011, it was found that the anti-reflux valve was detached and fell into the reservoir. Another like was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The anti reflux valve was detached. Conclusion: the device was received in a condition which does not meet specification.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.